Event description:
Rptr alleged that pt's device is not working correctly because the pt has high blood glucose (311 mg/dl) that will not decrease. No error messages were generated by the device. Pt self-treated high blood glucose. Pt plans to switch to back-up device.